Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaint for ''post-implantation - stenosis'' was unable to be confirmed as no imagery/ medical record was provided. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''approximately 4 years and 9 months post transfemoral tavr procedure with a 23mm sapien 3 valve in the aortic position, the valve was failing due to severe aortic stenosis''. Per the instructions for use (IFU), valve stenosis is one of the potential adverse events associated with bioprosthetic heart valve. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Based on the limited available information provided, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.

Event description:
As reported by a field clinical specialist (fcs), approximately 4 years and 9 months post transfemoral tavr procedure with a 23mm sapien 3 valve in the aortic position, the valve was failing due to severe aortic stenosis. Per the fcs, a new 23mm sapien 3 valve was successfully implanted in the failing 23mm sapien 3 valve, in a valve in valve procedure. Post valve in valve procedure the mean gradient by cath was 0 and by echo was 5mmhg. The patient left the room in stable condition.

Manufacturer narrative:
The investigation is ongoing. The device remains implanted.